Event description:
Confusing and similar packaging upon opening the lens cleaning wipe (thinking it was a prevantics chlorhexidine gluconate swab, I noticed a different texture to the wipe than what is typical for the preventics swab and did not use it on the IV port. This is likely to cause an error with this packaging similarity.